Event description:
It was reported that at the day of the implant procedure, this system required a surgical repositioning of the device and both the right atrial (ra) and right ventricular (rv) leads. Information has been requested regarding why the patient required this additional procedure, but a response has not yet been received. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that at the day of the implant procedure, this system required a surgical repositioning of the device and both the right atrial (ra) and right ventricular (rv) leads. It was clarified that this information was incorrect and no repositioning procedure occurred. At this time, the system remains implanted and in-service. No adverse patient effects were reported.